Event description:
Fall prevention device. Stanley healthcare 14 day chair sensormat pad and 14 day bed sensormat pad. These devices are used to help prevent patient falls. It is part of a device that will sound an alarm when the patient leaves the bed or chair. These items "use" two black strips of non-slip tape that is mounted to the back of these pads. The glue/adhesive that is used to attach these strips to the pad is breaking down due to patient body heat. The strips will now be able to move and leaves the adhesive uncovered and this adhesive is deposited onto the mattress or chair. The adhesive is very difficult to remove if at all and causes an infection control issue. We have contacted the manufacturer and they are looking into the matter. We have been using these sensormat pads for a very long time with no issues. Recently the manufacturer added these non-slip strips to help keep the pad in place while the patient moves in the bed or chair. This is when we encountered the issue with the adhesive. Ref report: mw5145811.